Manufacturer narrative:
The insulin pump had ghosting or shadow display, anomaly isolated to the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was like a shadow and the screen seemed distorted. The customer's blood glucose was 95 mg/dl at the time of incident. The customer stated that they could not read the screen. The customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.